Manufacturer narrative:
Device analysis summary: visual analysis indicates, "the 3mm ler lock is broken, a small part of plastic is missing." Further information from the reporter regarding event has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions; failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that 1 syringe of juvéderm® ultra plus xc, had "broken at the tip of the syringe during injection and product spilt onto the patient." Patient contact was made. No injuries occurred. The packaged needle was used for the injection.